Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, a white foreign material was observed in the device auxiliary water channel and in the device auxiliary water tube. The foreign material was not identified, however, the material is believed to be a defoaming agent containing silicone, such as simethicone, which can cause deposits of white foreign material. A definitive root cause of the issue could not be determined; however, the issue was likely the result of a failure to follow the device instructions for use (IFU). The event can be prevented by following the device IFU which states: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the in the auxiliary water channel and in the auxiliary water tube. There was no patient involvement and no harm reported as a result of the event.